Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. It was reported that the lead exhibited high out of range impedance measurements through the pacing system analyzer (psa) and the pacemaker after the suture sleeve was fixated. It was reported that the impedance measurements were within range prior to the suture sleeve being fixated. The patient was pacemaker dependent; however, no complications were reported. Another lead was successfully implanted.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.